Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: radiolucent insertion handle frn (pn 03.033.001 ln l750731) was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the broken threaded tip of the driving cap/threaded (pn 03.010.523 ln 8751022) was stuck in the insertion handle and unable to disassemble. The remaining portions of the device shows normal wear consistent with the use. Thus, the reported broken condition cannot be confirmed. Functional test: a functional test could not be performed as the threaded tip was stuck inside the insertion handle. The allegation of inability to disassemble cannot be replicated at us cq. Device failure/ defect found? No, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. The mating device was noted to be broken but will be investigated. Investigation conclusion: a visual inspection and document/specification review were performed as part of this investigation. The broken threaded tip of the driving cap/threaded (03.010.523) was stuck in the insertion handle and unable to disassemble, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap connected to the insertion handle contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an unknown procedure. During the procedure, the radiolucent insertion handle and the driving cap threaded were fused together and when trying to disengaged they broke apart. There were fragments generated from the broken device but it was easily removed without additional intervention. The procedure was successfully completed with 3-5 minutes of surgical delay. The patient status was good. This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).